Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during implant of a 26 mm sapien 3 ultra resilia valve in the aortic position, the balloon ruptured right after full deployment of the valve. An echo showed no paravalvular leak or issues hemodynamically. The balloon was removed from 14f esheath+ with no difficulty or resistance. There were no injuries to the patient. The patient was returned to recovery in stable condition. The perceived root cause of the balloon burst was stj calcium protrusion.